Event description:
It was reported that the rv lead was partially removed due to high thresholds, high impedance, and ventricular lead failure. The device was removed due to a partial power on reset and device nearing eri. Post ventricular lead warning low impedances were noted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) battery depletion was normal.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. (B)(4).